Event description:
It was reported that during post-surgery, it was discovered that the ¿bits wobble¿ when in use with the attachment device. During in-house engineering evaluation, it was observed that the device had failed for vibration assessment. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had failed for vibration (wobbling). It was determined that this was due to worn out bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.